Event description:
It was reported that during implantation that the right ventricular defibrillation lead exhibited low r-wave sensing. After repeated repositioning attempts, the helix of the right ventricular lead could not be extended. The lead was exchanged. There were no patient consequences.